Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a red screen and a "battery inoperable" alarm. During the service center evaluation the device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed technical service center for evaluation. In-house testing was unable to reproduce the "battery inoperable" alarm fault. Based on the information provided and investigations of similar complaints, the investigation determined that the "battery inoperable" alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).